Manufacturer narrative:
Additional information: b5, d10, e1: initial reporter facility name, e3, g2 (add), h11. B5: upon additional information, the patient infusion was performed with amphotericin b liposome on the medical surgical unit (msu). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from the bottom y-site. This occurred during patient infusion of an unspecified antibiotic. The tubing was replaced with a new tubing to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.